Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scheduled revision on a pinnacle cup operated more than one year ago at (B)(6). The reason for revision is wrong positioning of the cup and luxation of the prosthesis. The surgery will be performed on friday (B)(6) 2020 at (B)(6).